Manufacturer narrative:
The dispatched service engineer could not duplicate the reported problem - there was no permanent deviation present. The device was returned to use. The log file indicates that the workstation has detected an error condition of type "m007 vent pressure very neg." At the reported time of event. Such condition provides evidence that the pressure inside the ventilator cylinder dropped to a value less than -15 mbar during a ventilator operating mode. This can be caused by endotracheal suction or if the fresh gas flow is too low. Related questions were not answered and thus, dräger is unable to differentiate between these two imaginable scenarios with certainty. However, the more likely explanation would be low fresh gas flow since the use of a suction system would also cause a negative pressure at the patient opening and produce another additional log entry indicating that. But no hint can be found that the airway pressure in the patient circuit has dropped, too. Furthermore, there were in total 7 log entries of type "m007 vent pressure very neg." Recorded during the months before which would reasonably suggest that device is frequently operated in low-flow conditions. If the manual breathing bag which forms a breathing gas reservoir for the ventilator piston movement does not contain enough reserve gas it might collapse during ventilator operation and cause the negative pressure. Dräger finally concludes that there is no issue with the device that would require repair or correction. The ventilator shutdown was a response of the device upon a deviation that was caused by the operating conditions.

Event description:
Please refer to initial MFR. Report #9611500-2019-00101.

Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the fabius MRI unit stopped ventilating during a case. The patient was manually ventilated and the case was finished. There was no patient injury reported.